Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device investigation could not be performed because it was not returned. Investigation of the production record could not be performed as lot information was unavailable. Although the device investigation and lot history review could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of product deficiency. Whether the guide wire caused or contributed to the reported perforation could not be determined based on the obtained information, and thus such possibility could not be completely ruled out. Malfunction and adverse effects section of the instructions for use states: damage to a vessel, including possible vessel perforation.

Event description:
It was reported that vessel perforation occurred during a pci to treat a heavily calcified cto in the lad #6. After an asahi guide wire cross the cto, an asahi balloon catheter (2.00mm-15mm rbp 14atm) was use to pre-dilate at 16atm for 4-5 times and the balloon became ruptured. Exchanged to another asahi balloon catheter (2.00mm-15mm rbp 14atm), dilatation was performed 4-5 times at 16atm again. While using this balloon as an anchor, inflation pressure was found decreasing; the balloon was ruptured and vessels perforation was recognized in the lad #6. Another asahi balloon catheter (size unspecified) and microcoil were used to arrest bleeding. The physician decided to terminate the pci concerning possible bleeding in the retrograde side. The patient was under post-procedural monitoring. The physician commented that balloon rupture was assumed to occur due to lesion calcification. The patient was currently under monitoring and doing fine without problem.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.